Event description:
The facility alleged the consumer was being transferred from his chair to his bed when they heard sparks coming from the back of the chair. The caregivers removed the consumer from the chair and flames allegedly were seen coming from the back of the chair. No injury is alleged.

Manufacturer narrative:
MFR received info that an incident occurred in (B)(6) involving a chair fire. An alleged fire is reported to have occurred under a seat of the chair during a transfer. No injury is reported. The chair is nearly two years old. The chair's service and maintenance history are unk. It's not known if a chair modification has been performed prior to incident. Details of event and potential cause and origin are unk. Product has not been returned for eval at this time. It is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed as a conservative measure.